Event description:
"The aorta was navigated with the outer sheath until the tip of the device was at the level of proximal stent of the relay in situ. With controller knob in position 1, the graft was advanced until the proximal markers reached the intended landing zone (in the descending aorta, distal to the isthmic curvature). At this point, the distal end of the graft was still inside the sheath and so the reverse maneuver was performed until the deployment grip reached the white arrow on the delivery system (given that the distal part of the graft was not visible on the screen). The graft was then correctly deployed (with controller knob in position 2) and bare stent released (position 3). While in position 4, the c-arm of the angiograph was moved downwards in order to see the tip re-entering the outer sheath but the fluoroscopy image was very low quality and with high intensity of grey interference. Being unable to see clearly, the stainless steel rod was retracted as much as possible and the delivery system withdrew. It was then realized that part of the distal spring of the graft was still inside the introducer sheath when it was deployed and so it created friction when the delivery system was being removed, resulting in both grafts being pulled downwards before the trapped spring was finally released." Patient outcome: "since both grafts were pulled downwards by the friction, the graft that was already in place (with distal landing above CT) covered the CT ostium. Both CT and sma were cannulated and stented to ensure patency of the vessels. The patient underwent a post procedural CT scan that confirmed that visceral vessels were patent and the taa was excluded (thanks to the addition of a new endograft placed where it was originally planned). The patient was then discharged with no other complications."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.